Manufacturer narrative:
(B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). The customer has not approved service by a (B)(4) field service representative at this time. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device availability unknown.

Event description:
(B)(4) received a report that the nurse found a patient in hypotension during surgery and noticed that the centrifugal pump system with tubing clamp displayed no flow and no speed. The operator switched to manual mode and began to handcrank with the emergency drive unit. Later, the user resumed motorized operation of the device without further issues. The patient suffered from vasoplegia and low oxygen saturation and expired 3 days following the event on (B)(6) 2017.

Manufacturer narrative:
The age at the time of the event provided in the initial report was incorrect. The correct age at the time of the event is (b)64) years. The device manufacture date provided in the initial report was incorrect. The correct device manufacture date is november 11, 2011. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue during functional testing of the drive unit. The device was tested for 2.5 hours with a test circuit and no issues were identified. The centrifugal pump system with tubing clamp was returned to livanova (B)(4) for further investigation. Visual inspection did not identify any abnormalities or defects. During functional testing, the reported issue was reproduced; the control panel and the drive unit executed a reset. The control panel was opened and the power switch disassembled. The contact area was found to be almost completely oxidized, causing the electrical contact to be interrupted. The main switch was replaced and a test run, battery test and technical safety inspection were successfully completed before returning the device to the customer. Through follow-up communication, livanova (B)(4) learned that the medical team identified that the cause of death was unrelated to the centrifugal pump system with tubing clamp malfunction. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.